Manufacturer narrative:
Based on the results of the investigation, it is likely that the burns were due to a high-energy treatment device (such as a high-frequency device) being used without ensuring a sufficient distance from the tip. However, a definitive root cause for the burn and peeling adhesive was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited a burn on the plastic distal end cover, a burn on the forceps elevator and peeled adhesive around the objective lens and light guide lens. There was no patient involvement.